Event description:
This report summarizes <noe> 283 </noe> malfunction events in which the device had paint chips missing. 283 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 282 events were previously reported during the reporting quarter; however: - 1 previously reported event was included under MFR report # 0001811755-2019-02486 but should be included under this report. - 283 total events were reported for this catalog number/device code combination for the reporting quarter. - 283 previously reported events are included in this follow-up record. Product return status 257 devices were received. 4 devices were evaluated in the field. 22 devices were not available for evaluation. Event confirmation status 261 reported events were confirmed. Evaluation results 261 devices were found to be affected by missing paint chips.

Event description:
This report summarizes <noe> 282 </noe> malfunction events in which the device had paint chips missing. 282 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 283 events were previously reported during the reporting period; however, - 1 previously reported event in this report should have been included under MFR report # 0001811755-2019-02486. - 282 previously reported events are included in this follow-up record. Product return status 256 devices were received. 4 devices were evaluated in the field. 22 devices were not available for evaluation. Event confirmation status 260 reported events were confirmed. Evaluation results 260 devices were found to be affected by missing paint chips.

Event description:
This report summarizes <noe> 282 </noe> malfunction events in which the device had paint chips missing. 282 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 283 events were previously reported during the reporting period; however, 1 previously reported event in this report should have been included under MFR report # 0001811755-2019-02486. 282 previously reported events are included in this follow-up record. Product return status 256 devices were received. 4 devices were evaluated in the field. 22 devices were not available for evaluation. Event confirmation status: 260 reported events were confirmed. Evaluation results: 260 devices were found to be affected by missing paint chips.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 282 events were reported for this quarter.   Product return status: 254 devices were received. 22 devices were not available for evaluation. 6 device investigation types have not yet been determined.   Event confirmation status: 254 reported events were confirmed. Evaluation results: 254 devices were found to be affected by missing paint chips. Additional information: 282 devices were not labeled for single-use. 282 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 282 </noe> malfunction events in which the device had paint chips missing. 282 events had no patient involvement; no patient impact.